Event description:
It was reported that at the user facility the device was smoking. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was smoking. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was serviced for preventive maintenance by a manufacturer field service technician at the user facility and returned to service.